Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction of the device.

Event description:
On (B)(6) 2025, a facility notification was received via email regarding the pmcf study for "arthrex screw devices." A facility representative reported that a patient underwent a snap-off compression ft pin & compression ft pin procedure due to metatarsalgia (weill osteotomy). The date of the procedure was not provided. The healthcare professional (hcp) reported that implant fixation was not achieved successfully due to loosening and retears of an arthrex screw. It is currently unknown whether this issue is related to the device. The hcp also reported that a revision surgery was performed. The date of the revision was not provided.